Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed that the hgb chamber not getting enough sample to cover the hgb viewing area; valve vl136 was defective. The fse replaced the valve to resolve the reported issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported high hemoglobin (hgb) recovery on controls on their unicel dxh 800 coulter cellular analysis system; however, the hgb recovery on patient samples was on the low side, and erroneous results were generated for five (5) different patient samples, compared to rerun results obtained on an alternate dxh800, which were considered correct. Erroneous results were reported out of the laboratory; however, there was neither death, injury nor change to patient treatment associated with this event.